Event description:
It was reported that the patient was found at home in the morning, deceased. Upon interrogation of the device, inappropriate auto mode switch due to far-field r-wave oversensing was observed. It was speculated that this episode was recorded while the patient was asleep in the night. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
A fracture of the inner coil was noted at the helix shaft.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.